Event description:
It was reported that the procedure was being performed on a female pt. They were attempting to insert the catheter into the pt's right subclavian. The insertion site was punctured without any problem. The wire was inserted and the catheter was advanced over the wire. They experienced difficulty when trying to remove the wire. It seemed to be impacted in the catheter. The physician tried to further remove the wire and detected a location where the wire began to unravel. As a result, the wire and catheter were removed as one. Another kit was opened and placed successfully for the pt. They do not know if this caused a delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.